Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein contraction ablation procedure, a cardiac perforation occurred. While mapping in the left ventricle, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. Heparin was reversed, the effusion dispersed and the patient was stabilized with no further intervention. There were no performance issues with any abbott device.